Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the usb cable left material in the usb port. Subsequently, the pump could not be charged regardless of power source. Customer's blood glucose was 82mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified. Additionally the alleged usb cable issue could not be verified as the product was not returned.